Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. During activation of the device while doing the procedure, the silicon portion of the jaws on one side melted off. They had to open another kit to finish the case. No patient affects.

Manufacturer narrative:
Trackwise ID (B)(4).

Manufacturer narrative:
Trackwise # (B)(4). The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device discarded.